Event description:
A caller reported an error with their continuous glucose monitor (cgm), identified as error 42. There was no adverse impact to the customer's blood glucose level. The customer followed the guidance provided by technical support to reset the pump, and after the reset, the error did not reappear.